Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose results were 87, 143, and 130 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.